Event description:
Same event as manufacturer's report #: 6000130-2007-00182. It was reported that during a percutaneous coronary angioplasty procedure, the burr fractured the rotawire. The lesion being treated was located in the mid to distal left anterior descending artery. Following successful completion of rotablation treatment, the rotablator 1.75 mm burr was being removed in dynaglide mode when the rotawire guide wire was "pulled out of the hands of the tech" and started spinning and fractured the rotawire guide wire. This occurred within the guide catheter, and all units including the burr, rotawire and guide catheter were removed as one unit with no complications to the patient. No pieces remain in the patient. The procedure was completed with this device, and patient status was reported as 'fine'.